Event description:
During an atrial fibrillation procedure using a brk xs transseptal needle, a pericardial effusion occurred. Correct position of the brk xs transseptal needle for transseptal puncture was confirmed. Upon puncture, the guidewire and introducer were inserted along with an optima ep catheter but deflection was noted to be difficult. Ventricular signals were noted from the catheter instead of atrial. The patient became hypotensive and an echocardiogram revealed a pericardial perforation. A pericardiocentesis was performed and the patient was then sent for surgery. Post-surgery the patient was stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a potential complication with the use of this device.